Manufacturer narrative:
(B)(4). Field service evaluated the unit and was unable to duplicate the reported event. He ran the unit for 3 hours with no issues. He then performed extended system testing (est), and operational verification procedures (ovp). The unit was meting all manufacturer specifications.

Event description:
The customer reported a unit that shut-off while on a patient. The patient was removed from the unit and placed on another ventilator. There was no patient harm. The customer did not indicate whether there were any alarms prior to the unit shutting off. Field service was requested to come and correct the problem.